Manufacturer narrative:
Device evaluated by MFR.: the device fg maverick 2 mr, 2.00mm x 20mm was returned to the complaint investigation site (cis) for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination of the shaft multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified a pinhole leak 2mm proximal to the distal markerband and tip showed no signs of tip damage. The device was attached to an encore inflation device. An attempt was then made to inflate the balloon, however, it was observed that a leak was occurring. A pinhole leak was identified 2mm proximal to the distal markerband.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified right coronary artery. A 2.00mm x 20mm maverick balloon catheter was advanced but could not cross the lesion. However, during the procedure, it was noticed that the balloon burst. The procedure was completed with another of the same device without any patient complications reported, and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified right coronary artery. A 2.00mm x 20mm maverick balloon catheter was advanced but could not cross the lesion. However, during the procedure, it was noticed that the balloon burst. The procedure was completed with another of the same device without any patient complications reported, and the patient status was stable.